Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure for the treatment of atrial fibrillation, the physician observed air bubbles within the faradrive steerable sheath. The physician continuously aspirated the sheath and subsequently raised a concern regarding potential valve damage. As a precaution, an alternate faradrive sheath was requested and utilized. No patient complications were reported as a result of the event, and the patient fully recovered.